Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 0.5 mg/ml concentration at 0.1 mg/day dose via intrathecal drug delivery pump for non-malignant pain and complex reg pain syndrome type 1. It was reported that the flipped pump was confirmed. The patient recently had increased pain and a loss of therapy. The rep was with the hcp today to do a revision. The pocket was opened and the pump was found to be flipped and the catheter was broke at the connector and all twisted up in the pocket. The hcp cut down to the intrathecal end of the catheter and spliced a new 8784 catheter onto the existing intrathecal end. The catheter was cleared of all drug and now doing a priming bolus to just the total catheter volume (tcv) 0.297ml or total implanted length (til) 135.2cm. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the product was being returned and tracking number was provided. The product was returned. No further complications were reported,

Manufacturer narrative:
Catheter was returned to manufacturer. Analysis found catheter/catheter body/broken, catheter/catheter body/damage to transition tube, catheter/catheter body/has significant twisting that may have affected infusion and catheter/catheter body/hole-not user related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.